Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Not returned to the manufacturer.

Event description:
It was reported that the patient's right hip was revised due to stem subsidence. The patient's hemi hip construct was revised to a total hip with a restoration modular stem construct (there are no allegations against the modular endo head or sleeve). Rep confirmed that no further information will be released by the hospital or surgeon.